Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) unit failed drive manifold test. There was no patient involvement.

Manufacturer narrative:
Additional contact details: (B)(6). It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) failed the drive manifold test. Fse then replaced d119-00-0236 compressor, scroll to resolve the issue. Fse ran and passed all performance and function tests.device cleared for clinical use. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The failure analysis and testing dept. Could not replicate the failure of the compressor failing the drive manifold test. The drive manifold test passed factory specifications. However, the compressor failed the drive regulator calibration test. The compressor could not reach the pressure specification of 390mmhg. The highest reading attained was 354mmhg. The compressor failed testing. Retaining the compressor in the failure analysis and testing dept. Per procedure number (B)(4) rev.al. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.